Event description:
Technician began having reversible repetitive stress/motion issues with her hand after using the review scope. Technician was seen by a physician and diagnosed with bursitis in her thumb, tendonitis, and damage to the ligaments in her forearm. (Technician was using the thumb for the next button and not using the wrist rest provided with the pod.)

Manufacturer narrative:
Cytology application support (cas) specialist to change buttons on pod and review a different way to hold the pod. Cas also suggested using the wrist rest provided with the pod. Customer will report back if the situation does not improve with suggested changes.